Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown therefore the device history record could not be reviewed. (B)(4).

Event description:
It was reported that during a routine foley removal, the balloon developed a ridge that caused self limiting bleeding to the patient.